Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: one curved opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening in the shell with stress marks in the side radius assessed as surgical impact opening.

Event description:
Patient reported right side rupture. Device has been explanted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6; g.1; g.2; h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.